Manufacturer narrative:
The insulin pump had intermittent escape button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no weak battery alarm occurred during testing. The insulin pump was programmed with a test transmitter and glucose sensor simulator and the blood glucose value displayed properly on the graph. No weak signal alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube and a missing end cap sticker.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 5.6 mmol/l at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.